Event description:
On 2nd june 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the lens was found to be faulty during use (fault unspecified) necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the lens was found to be faulty during use/implantation. No further details of the reported fault have been provided to rayner. The lens was explanted and exchanged during the original surgery session without further incident. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There was no harm or injury to the patient as a result of the event. Our review of production records for the rayone galaxy rao605g batch 035262792 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 035262792. There is insufficient evidence and information available to establish root cause.

Event description:
On 2nd june 2025, rayner received notification from a UK healthcare facility of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that the lens was found to be faulty during use (fault unspecified) necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner the event description provided states that the lens was found to be faulty during use/implantation. No further details of the reported fault have been provided to rayner. The lens was explanted and exchanged during the original surgery session without further incident. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. There was no harm or injury to the patient as a result of the event. Our review of production records for the rayone galaxy rao605g batch 035262792 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone galaxy rao605g batch 035262792. The device was retained and returned to rayner for evaluation. Visual inspection of return box contents identified that 1x lens and 2x rayone injectors (without identification which of them was associated with this report) were included with the return. The lens was returned wrapped in tissue, dehydrated and cut in half. While there was no indication which of returned injectors was associated with the report, both rayone injectors were inspected and tested. Injector 1 preliminary inspection of the injector showed that movable flaps were securely closed, and the plunger was pushed into the nozzle. There was evidence of viscoelastic use observed. Following injector disassembly, it parts were inspected under 10x magnification. This cosmetic inspection identified minor damage to the plunger soft tip (it was observed to be slightly shredded). To facilitate test injection of the injector, it was re-assembled (with a new plunger), and a sample of rayone toric rao610t, +26.5d; +2.5d from rayner stock was loaded and injected as per the IFU. Opteis fr pro was during the preparation stage of the injection. Injection was smooth and uneventful, with no resistance experienced, and with no damage to the lens or to the injector post injection injector 2 preliminary inspection of the injector showed that movable flaps were closed, and the plunger was retracted. There was evidence of viscoelastic use observed in the chamber and in the nozzle. Following injector disassembly, it parts were inspected under 10x magnification. This cosmetic inspection did not show any damage to them. To conduct test injection, the returned injector was re-assembled, and a sample of rao600c, +26.5d from rayner stock was loaded and injected as per the IFU. Injection was successful, with no resistance experienced and without any damage to the lens or to the injector post injection due to the lens returned cut in half (attributable with the damage caused by cutting the lens in the patient's eye to conduct its explantation) the original damage reported by the healthcare facility could not be confirmed on the lens cosmetic inspection. Results of test injections confirm that both returned injectors perform as per design. The root cause of the reported event could not be definitely established; however, no fault of any returned rayone injectors was found on investigation due to the lens returned cut in half (attributable with the damage caused by cutting the lens in the patient's eye to conduct its explantation) the original damage reported by the healthcare facility could not be confirmed on the lens cosmetic inspection. Results of test injections confirm that both returned injectors perform as per design. The root cause of the reported event could not be definitely established; however, no fault of any returned rayone injectors was found on investigation.